Event description:
It was reported that inappropriate therapy due to oversensing of noise was observed. High voltage therapy was programmed off. No re-intervention is scheduled at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.